Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Follow up performed due to change in material / material re-evaluated.

Event description:
Loss of osseointegration. Follow up performed due to change in material / material re-evaluated.